Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter; product ID: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) manufacturer representative (rep) regarding a patient who was receiving fentanyl, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the patient's pump and catheter were both explanted. The hcp suspected possible infection in the pump pocket. The hcp would reimplant after cultures came back and he was certain there was no infections. Environmental/external/patient factors that may have led or contributed to the issue were unknown. No diagnostics were performed. Full system was explanted to resolve the issue. At the time of the report, it was unknown if the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Updated to reflect the event date reported by the patient and the patient's age at the time of the event. Updated to reflect the information received on (B)(6) 2018. Corrected to reflect the date that the manufacturer became aware of the event per the patient's report received on (B)(6) 2018. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient reported that, on (B)(6) 2017, the patient's pump would be moved to the other side of their body. However, when the patient was "opened up" for the procedure, the area was considered infected. The alleged infection occurred in the patient's pump pocket and no symptoms were mentioned related to the infection. According to the patient, the infection was not confirmed and no infection was present as the cultures that were taken were negative for an infection. The patient noted that a manufacturer's representative was present for the procedure on (B)(6) 2017. No further complications were reported.